Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed that both ¿3.9mm x1mm extensions are cracked and bent inward. Additionally, approx. ~2-3mm of the hex corners are rounded and deformed. Hex size and material hardness found to be within print specification. The above observations are consistent with a brittle fracture from overload during a bending moment.

Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumber interbody fusion at l5-s1. It was reported that the tip of the drivers cracked during the surgery. No patient complications were reported.